Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited undersensing of fine ventricular fibrillation (vf) resulting in delayed therapy, and also delivered anti-tachycardia pacing (atp) which accelerated the patient's rhythm. Additionally, the right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms, noise, and low p-waves with an amplitude of 0.3 mv. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.